Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic video gastroplasty procedure, the device experienced a device-related issue where the cannula leaked with the introduction of forceps, causing a loss of pneumoperitoneum. The cannula began to leak from the start of the surgery. To resolve the issue, the cannula was replaced with a trocar to continue the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information d9, g3, h3, h6 correction: e1 (phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During evaluation, the duckbill seal failed during manual manipulation using an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height and the measurements with calipers were within specification. It was reported that during the laparoscopic video gastroplasty procedure, the device experienced a device-related issue where the cannula leaked with the introduction of forceps, causing a loss of pneumoperitoneum. The cannula began to leak at the start of the surgery. The reported issue of rapid loss of pneumoperitoneum could not be confirmed. The most likely cause could not be established from the information available. The reported issue that the device had leak was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.